Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed a broken fastener. The subject device was returned for evaluation. Evaluation of the sample finds for bent guide wire and bent back up tabs. Broken fasteners and performance issues are a known result of a bent guide wire and deformed backup tabs. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause of the bent guide wire and backup tabs on the device were found to be bent from applied forces when in use while attempting to deploy into the cooper¿s ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported the instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿

Event description:
As reported, during an unknown procedure on (B)(6) 2022, the bard/davol optifix straight fixation (device #1) deployed a broken fastener while attempting to fixate a mesh in the abdominal cavity. As reported, the surgeon tried dry-firing and had the same issue. It was also reported that the broken fastener was removed from patient body and there was bent wire noted at the tip of the device. As reported, a second optifix straight fixation (device #2) was used; the surgeon felt difficult to pull the trigger of the handle in the first attempt, however, several fasteners were deployed. When fixating at the soft part of the cooper¿s ligament, the device became jammed. As reported, third device was used to complete the procedure. There was no reported patient injury. Note: this file represents device# 1.